Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while working on the computer, the infusion set's tubing detached at the quick release. The site was left side of stomach and the pump was in the left side pocket. The first set was used for three hours and the next one was used for 14 hours. The infusions were stored on room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.